Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Low bg cause was not known. Reportedly, the customer lost consciousness and had a seizure with foaming at the mouth. The customer's soon provided the customer with protein bars, juice, and sugar cane with water to bring bg up. Recommendation was made to consult with a healthcare provider to discuss diabetes management.